Event description:
It was reported that error 354.6990, which is a pressure sensor current monitoring failure. Error has been noted twice in previous work orders since february 2018 and is constantly showing up in the error history of the unit since april. The pressure sensor was replaced. The operational tests were performed in user mode and all tests passed. The customer reported there was no patient associated with the event.

Manufacturer narrative:
The reported issue that the channel error code 354.6990 was recorded occurring could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 18dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the channel error code 354.6990 was recorded occurring could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 18dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
It was reported that error 354.6990, which is a pressure sensor current monitoring failure. Error has been noted twice in previous work orders since february 2018 and is constantly showing up in the error history of the unit since april. The pressure sensor was replaced. The operational tests were performed in user mode and all tests passed. The customer reported there was no patient associated with the event.